Manufacturer narrative:
Approximate age of device- 7 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient¿s log fil was submitted for review due to multiple pulsatile index (pi) events and increasing ldh. Log files reviewed reported that there were no unusual events noted within the log files and the pump appears to be functioning as intended. The patient¿s labs have stabilized and only had a few transient pi events. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files appeared to show the system operating as intended and a direct correlation between heartmate 3 lvas and the patient¿s increasing ldh and platelet count could not conclusively be determined. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Per the hm3 IFU, pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.